Event description:
Well (B)(6) 2015, I had a new hip put in a year later in (B)(6) 2016. I had a dislocation, not even a year later (B)(6) 2017. I had a 2nd dislocation playing with my toddlers, then (B)(6) 2018 I had my third dislocation at work and my 4th dislocation (B)(6) 2018, so my wife and I start finding out what product I have in me and it is a meatal on metal depuy pinnacle hip. Well for about a year now, I have had fevers, been throwing up, rashes, swelling and I just had to go to the ER because of the problems and come to find out, I have abnormal levels of cobalt.